Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-apr-2026, it was reported by a sales representative via email that three ar-3636 knotless fibertak devices experienced issues during use. The repair stitch broke before achieving full reduction, and the transition was found to be too thick, preventing completion of the repair. This issue was discovered during a procedure performed on (B)(6) 2026.